Manufacturer narrative:
Only event year is known. This report is for an unknown screws: spine-us/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a revision procedure due to loosening. On (B)(6) 2020 the patient underwent a three level anterior cervical discectomy and fusion (acdf) at where a 48mm vectra cervical plate was implanted with eight (8) 4.0x18 mm vectra variable angle screws. A few days after the case the patient had a coughing attack significant enough to visit the emergency room. No implant issues were reported at that time. On (B)(6) 2020 the patient visited the clinic with discomfort in his neck. X-rays and a CT scan were ordered and the loose plate with three backed out screws was discovered. Based on the CT findings, the implant loosening appeared to have happened a month or more earlier due where the screw tracks would have been. During the revision procedure the original implants were removed and successfully replaced with a 45mm vectra plate and longer 4.5 x 20mm vectra screws. It is believed that the patient suffered no internal damage from loose hardware based on an inspection of the wound during the revision procedure. The explanted cervical plate was briefly inspected by the surgeon and discarded; it did not appear to be damaged. The surgeon believes that the patient¿s coughing event shortly after his (B)(6) surgery combined with non-compliance with wearing his collar and recreational drug use led to the implant loosening. The patient tolerated the surgery well and was to be discharged from the hospital on (B)(6) 2020. Concomitant medical products: screws (part number unknown, lot unknown, quantity 4), ti vectra(tm) plate 3 level/48mm (part number 04.613.248, lot unknown, quantity 1). This report involves one (1) screws: spine-us. This is report 3 of 4 for (B)(4).